Event description:
It was reported that when using the bd pyxis¿ es server a new user was unable to authenticate when attempting to sign in to pyxis for the first time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the users experienced authentication failures and password related pop ups on station, server, and healthsight viewer (hsv), with logs showing domainerrororunreachable and no cached password found errors. A technical support specialist (tss) confirmed that certificates for the pyxis es server and identity server websites were missing on the production server, which coincided with recent security activity. Hospital information technology (it) confirmed the correct active certificate, which was re bound to the server and identity sites per knowledge article how to install server certificates, restoring authentication functionality. Successful logins were verified on the es server, hsv, and med surg station, including testing a new user. Additional review of logs confirmed that ongoing password warnings were expected behavior driven by active directory password expiration policies and pyxis password expiration notice settings, not a system fault. Findings were communicated to pharmacy and hospital it, configuration guidance was provided, no further access issues were reported, and the customer approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.